Manufacturer narrative:
The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identify of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and required surgical intervention to remove. V.a.c. Therapy labeling available in print and on-line states "v.a.c. Foam dressing are not absorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events."

Event description:
Through a request for info provided to kci in connection with a (B)(6) legal action (not involving kci), kci was made aware of the following facts as alleged by the parties: on (B)(6) 2006, the pt had a laparotomy. A necrotic portion of the small intestine was removed and an incisional hernia was repaired. On (B)(6) 2006, the surgeon examined and debrided the abdominal wound. On (B)(6) 2006, vac therapy was initiated. On (B)(6) 2006, the surgeon debrided the left side of the abdominal wound and noted that the rest of the wound was granulating well. On (B)(6) 2007, vac was removed. On (B)(6) 2007, vac was re-applied on the pt's abdominal wound. On (B)(6) 2007, vac therapy was removed. On (B)(6) 2007, the pt saw the surgeon and the surgeon noted that the abdominal wound was almost closed and the pt was doing better. On (B)(6) 2007, the pt was admitted to the hospital for wound exploration. The surgeon found two foreign objects alleged to be vac sponges one white and one black, which were removed from the pt's abdomen. On (B)(6) 2007, the pt was discharged from the hospital. On (B)(6) 2007, the pt was seen at a follow-up appointment where it was noted that the wound was healing well and granulating.